Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 300 mg/dl- 500 mg/dl. The customer took a manual injection to stabilize bg levels. The customer did not know what caused the elevated bg levels. Reportedly, the customers bg level did not respond to boluses from the pump. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.